Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. Damage was found at the 90-degree bend of the formed needle and on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. These issues resulted in the formed needle failing to retract and contributed to the reported skin irritation. The soft cannula was found torn at the tip of the exposed formed needle. It cannot be determined when this damage occurred. No other damages were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that while wearing the pod longer than 48 hours, the patient had irritated skin on the insertion site. When the pod was removed, it was reported that the needle was still deployed around the cannula and did not retract back into the pod as intended.